Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking" was confirmed. Visual examination of the unit revealed the cause of leak was due to broken tubing at the junction of the luer. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 5 device was filled was leaking. According to the report the device was filled with 4500mg of 5-fluorouracil and 0.9% sodium chloride. It was reported that the outer pouch was full of liquid and that it appeared the top of the lv5 infusor had broken off. No patient was involved. No additional information is available.